Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh and mentor tutoplast fascia lata graft were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui, pop, persistent pelvic pain and dyspareunia, sui with cystocele, pelvic congestion syndrome.

Manufacturer narrative:
Date sent to the FDA: 4/13/2016, it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/15/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.